Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified and reproduced during evaluation at power up of the device as a white screen. The device was found out of specification. The cause was determined to be a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump showed a blank display during testing in the biomed service department. There was no patient involvement. No additional information is available.